Event description:
It was reported that 7 transfer guards on the reservoirs leaked. The customer's blood glucose was 5.8 mmol/l. The customer stated that the issue occurred on 7 out of 30 reservoir sets. The customer stated that the reservoir leaked from the middle part. The customer had disposed all of the sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.